Manufacturer narrative:
Device passed displacement, and self tests; however, the left keypad button did not work. After swapping the boards into another case, the problem remained and seems to be isolated to the boards. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad unresponsive. Customer's blood glucose level was 16 mmol/l. Customer reports left arrow buttons not working. Customer states the scroll bar was not moving with no input. Customer states that there was a response from button. Customer states the insulin pump was neither dropped nor exposed to moisture. Customer states block mode was inactive. Customer states the button was not unresponsive during an easy bolus attempt. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.